Event description:
It was reported that during the implant procedure, prior to the operation, the extend/retract confirmation of the screw was carried out. The torque was rotated multiple times and the screw was suddenly extended. The screw was attempted to be dipped in the water. After the lead was straightened, the screw was extended and retracted several times. But the situation remained the same. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).